Event description:
It was reported that the right ventricular (rv) lead proximal coil has pulled back since implant, however, all lead measurements were within the normal limits. Physician did not want to place a new lead. As of this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.